Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pocket closure with this cardiac resynchronization therapy defibrillator (crt-d) there were several nonphysiologic beats on the right ventricular (rv) lead rate/sense channel. There was inquiry if these could be airbubbles. There was a small run but more so one beat every so often and a report of a missed beat. This patient was device dependant. No adverse patient effects were reported. The physician had elected to continue to monitor the issue as this issue had resolved.